Event description:
The patient had a primary knee arthroplasty with stryker triathlon insert on (B)(6) 2012. She had first revision on (B)(6) 2014 due to loosening with simplex hv bone cement. Post first revision patient was having pain. For this reason patient had her second revision on (B)(6) 2017 due to pain and instability. This report is for the second revision of the knee on (B)(6) 2017 which was implanted by using simplex hv bone cement on (B)(6) 2014.